Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the programmer head was not changed out, so it could not be eliminated as a source of the telemetry failure. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the programmer head was not changed out, so it could not be eliminated as a source of the telemetry failure. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure and the programmer head's cable was replaced and the head then passed final functional and systems testing. Product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.